Event description:
It was reported that a leakage was observed with the product. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection results: no damages nor workmanship defects were detected on the sample. Leak test results: a leak was detected in the connection with the pump tube, thus the failure mode reported is confirmed. The customer stated problem was duplicated. The cause of the reported problem was traced to the manufacturing process. The retrospective review on this failure reported shown that is no increase on this failure reported, therefore the current mitigation implemented will be revisited their adherence to confirm effectiveness and no disruptions in the execution that could cause the presence of this condition in the device. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).